Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was not able to change the pump in time to receive insulin. Customer was out of insulin. Customer was in the middle east and passed out. Customer had CPR performed on him and was sent back to the us. The pump had no insulin in it. Customer was hospitalized on (B)(6) 2014 with a blood glucose level of over 1000 mg/dl. Customer had diabetic ketoacidosis. Customer is still in the hospital. Customer was not wearing the pump at the time of hospitalization. Customer's daughter will call back once she gets back to the hospital with the reservoir. No further assistance needed.